Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was allege under delivery. Customer blood glucose value was 31 mmol/l and 21.8 mmol/l. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer check the infusion set tubing for the presence of kinked, bent tubing or air bubbles seems more air bubbles. Customer was neither in emergency room, nor admitted into hospital. Customer treated with food. The sensor will be returned for analysis.